Event description:
It was reported that a physician's (B)(4) x5 handheld computer would freeze on the interrogation successful screen. The screen did eventually proceed to the next screen without any intervention. The physician was instructed that re-seating the flashcard can resolve this type of issue. The physician decided that since the handheld computer is still functional and he can resolve the issue through troubleshooting, he will keep the handheld. He will contact the MFR if the issue continues.